Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump would not power on after changing the battery. It was reported that the pump would intermittently chirp and vibrate and that the battery cap was secure so the yellow o-ring was not showing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was an unconfirmed alarm observed in the black box history. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery and the pump began to continuously reboot. There was no physical damage observed to the returned battery cap or battery compartment. The returned battery cap fastened securely and held power to the pump. The returned battery cap measurements were all within specifications. There were no intermittent conditions experienced with the return battery cap or pump. The pump booted to the verify screen with audible and vibration features. The pump was exercised for 24 hours with the returned battery cap and there were no issues with power loss. There was no evidence of moisture observed inside the pump when the cover was removed. There was also no damage to the internal components observed. Unrelated to the original complaint, the display screen had a discolored contrast. Also unrelated, the audio bolus button cover was torn. The button responded properly to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.